Event description:
Case: laparoscopic robotic assisted hysterectomy. Bilateral salping-oophorectomy. It was noticed during the case that monopolar stryker cord attached to robotic permanent cautery spatula caught on fire. Immediately used wet sponge and put out. The part of the cord was not directly placed on the patient. The case was paused, patient and sterile field was thoroughly assessed. No harm to the patient was noticed. Case was completed. Bovie cord, robotic instrument and bovie machine was taken out of the operating room for assessment.======================manufacturer response for stryker monopolar cable, stryker monopolar cable (per site reporter).